Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016- 03/08/2018 06:26:16 jeannette kenefick (jkenefic) contact: adam setzler / scott howard - biomed ofc: 310-829-8261 cell: 415-565-9545 adam.setzler@providence.org / scott.howard@providence.org 05/09/2018 08:55:58 gabriel lopes (glopes) tamper seal broken. Device received with: software v9.15.1.2 - sku updated. Front case broken lower left screw mount, rear case broken rear scr well, barrel clamp cracked, split nuts raking, tube driver bent, flange gripper retainer broken, handle cracked, iuis corroded. Split nut recall completed. 05/22/2018 09:53:01 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per gabriel lopes, service tech. Repair approved by scott howard at scott.howard @providence.org for $354. New po# is 70071117241-0-rpr. Npi 05/30/2018 09:24:39 gabriel lopes (glopes) replaced front case, rear case, barrel clamp, split nuts, tube driver, flange gripper retainer, wiper seal, handles, iuis, latch assembly, lower housing. Device calibrated and pmed. 05/30/2018 11:18:04 arjie ancheta (aranchet) 1z9791540372705166 07/31/2019 09:33:35 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.